Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported preparing the sensor site with cavilon 3m barrier film prior to applying the sensor and then removing the sensor after 7 days of wear due to an allergic reaction. Customer reported experiencing symptoms described as "redness, pus, red pustules, and itching" and had contact with a healthcare professional who provided an unspecified ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed on the returned sensor and no issues were observed. Additional testing is pending at this time. A final report will be submitted once additional information is received,

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported preparing the sensor site with cavilon 3m barrier film prior to applying the sensor and then removing the sensor after 7 days of wear due to an allergic reaction. Customer reported experiencing symptoms described as "redness, pus, red pustules, and itching" and had contact with a healthcare professional who provided an unspecified ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported preparing the sensor site with cavilon 3m barrier film prior to applying the sensor and then removing the sensor after 7 days of wear due to an allergic reaction. Customer reported experiencing symptoms described as "redness, pus, red pustules, and itching" and had contact with a healthcare professional who provided an unspecified ointment for treatment of the sensor site. There was no report of death or permanent injury associated with this event.